Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, and the serious adverse event of a port infection, which required hospitalization and transition to hd. The etiology of the serious adverse event is currently unknown; therefore, causality cannot be established. It should be noted that limited clinical follow-up information precluded a more comprehensive investigation, however there was no report a fresenius device(s) and/or product(s) malfunction or deficiency occurred. Based on the information available, the liberty select cycler cannot be disassociated from having a possible causal or contributory role in the serious adverse event. There is currently no allegation a fresenius device(s) and/or product(s) deficiency or malfunction caused and/or contributed to the serious adverse event. However, given the lack of clinical data, treatment data, timeline of events, hospital records, and no manufacturer evaluation of the patient¿s device, this clinical investigation cannot disassociate the liberty select cycler from playing a possible role in the serious adverse events.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized (date not provided) due to an ¿infected port,¿ and transitioned to incenter hemodialysis (hd). Subsequent attempts to obtain additional information (e.g., discharge summary, hospital records, treatment records, medication records, demographics) were unsuccessful.

Manufacturer narrative:
Additional information provided in d9 and h3. Correction provided in g4. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as received with reduced dwell) simulated treatment was performed and completed. Valve actuation test passed. System air leak test passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized (date not provided) due to an ¿infected port,¿ and transitioned to incenter hemodialysis (hd). Subsequent attempts to obtain additional information (e.g., discharge summary, hospital records, treatment records, medication records, demographics) were unsuccessful.